Event description:
It was reported in a literature publication, that a review was done of 297 patients treated with bkp for vcfs type a1.1, a1.2, a1.3 and a3.3. Due to law energy trauma, except 12 due to traffic accidents, and 25 due to spinal metastases. As intraoperative complications there are reported 1 case of severe hypotension and tachycardia during ibt inflation in a patient with secondary osteoporosis due to systemic mastocytosis with recovery (previously published as case report), 1 case of cardiac arrest at the end of the procedure with subsequent death, and asymptomatic cement leakages in 129 patients ((B)(4)), out of which 101 paravertebral, 41 intradiscal, 12 pedicular, 31 intra basivertebral venous plexus, 1 intra renal vein, and 2 pulmonary emboli. As postoperative complications, there are reported 3 subcutaneous hematomas, and 2 deaths during hospitalization, 1 due to mitral valve endocarditis and 1 due to cardiac insufficiency. There are also reported 4 cases of preoperative complications out of 3 patients without pain improvement, and 1 case where the procedure was aborted due to the lack of pedicles visualization. Also 24 patients ((B)(4)) returned due to new painful vertebral fractures.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.